Event description:
It was reported that using an unspecified artery access approach during a procedure of the eccentric, 90% stenosed iliac artery, the 7 x 40 mm armada 35 balloon dilatation catheter (bdc) was positioned at the lesion, however, the physician felt the working length of the balloon seemed shorter than labeled. There was no reported adverse patient effect. The device was removed from the anatomy and measured and felt to be 37 mm from proximal edge of the proximal marker to the distal edge of the distal marker. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.